Manufacturer narrative:
The investigation into the presumed hemolysis is on-going at this time. The medical facility has not yet released the pump for analysis and hemolysis testing. Upon completion of the investigation a final report will be filed.

Event description:
A cardiomyopathy patient was admitted for a workup for a possible left ventricular assist device (lvad) and ablation to treat underlying ventricular tachycardia (vt). He had an impella 5.0 placed via the right axillary artery, despite the observation made of a thrombus in the left ventricle, which is listed as a contraindication in the IFU for the impella 5.0. The patient had his vt ablation procedure while on the support of the 5.0. Post ablation he was sent to the ICU for continued monitoring. While in the ICU he exhibited signs of hemolysis. The team decided to explant the 5.0 and not replace the pump. The patient had been supported by the impella for approximately 2 days.

Manufacturer narrative:
Since the initial report was filed the investigation into the hemolysis presumed to be caused by the use of impella has completed. The product was not returned for any investigation of benchtop hemolysis testing. At explant the hospital team stated biomaterial was observed, but this could not be confirmed without pump return. The data logs were returned for analysis. The logs do reveal many suction alarms during the support but it is unknown if this correlated to when the hemolysis was reported. The root cause of the hemolysis could not be determined. The failure mode will be monitored and trended.